Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an additional review, there was some instability in the system on 16 may 2025 which may have contributed to the differences in bg/sg observed by the user. The system has since stabilized, showing better agreement in bg/sg values. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 17 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.

Manufacturer narrative:
B4. Date of this report 14 august 2025. G3. Date received by the manufacturer? 14 august 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.